Manufacturer narrative:
The device and lead remain in service. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and associated right ventricular (rv) lead experienced syncope and presented to the hospital. The device was checked and increased pacing thresholds and loss of capture were observed. An x-ray was performed which showed the rv lead had not dislodged. The rv pacing output was increased to resolve the issue. Device data was submitted to technical services for review. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Technical services reviewed the device data. The cause of the high pacing thresholds and loss of capture could be a patient condition or a device and/or lead issue. All other lead diagnostics were within normal limits; loss of capture appeared to be the only anomaly found. Additional troubleshooting with manipulation and isometric maneuvers could be performed to see if any noise artifact could be produced. Engineering review of the data indicated the daily rv threshold measurement began at 400mv shortly after implant and climbed to out-of-range about five days later. The rv lead was programmed to unipolar, impedance measurements were stable, and the device power usage appeared stable since implant. It was noted that increasing the output to 7.0v@1.0ms caused the power usage to increase, which will impact the longevity of the device. This information was provided to the field representative, who later reported that the issue was resolved by reprogramming the rv output to 5.0v @ 2.0ms. No further changes were planned at this time. No additional adverse patient effects were reported.